Event description:
It was reported that pump experienced malfunction after customer had dental x-ray while pump was worn on hip. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised that pump could continue to be used, and support later attempted follow-up but could not confirm whether insulin delivery had been resumed.